Event description:
It was reported that a spectrum pump had concurrent flow from the primary and secondary bags while attempting to infuse. It was also reported that the infusion was set up correctly (medication, programmed amount and delivery rate unk). It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.